Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt did not sense any stimulation. The pt was admitted to the hospital. The pt's status was considered fair. Additional info has been requested from the hcp, but was not available as of the date of this report.